Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose level ranged from 251-307 mg/dl. Reportedly, at the time of the call the customer did not have an alternate method of insulin therapy. Customer to contact healthcare provider to obtain an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.